Event description:
The manufacturer received information alleging a ventilator service required alarm condition occurred. There was no harm or injury reported. The ventilator was returned to third-party service center for evaluation and the customer¿s complaint was confirmed. The device's detachable battery was replaced to address the issue.